Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the system changed modes on its own. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This file is not reportable and there will be no further reports sent. (B)(4).

Event description:
New information received from the customer stating the issue was a touchscreen problem and not a mode changing issue as originally reported. This file was also a duplicate of another file.